Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a device detachment occurred requiring additional intervention. The patient presented with coronary artery disease. A comet pressure wire was selected for use. However, while inside the patient, the comet wire fractured. An attempt to snare was unsuccessful so a stent was placed to pin the detached piece against the artery wall. There were no patient complications, and the patient was doing well.